Event description:
It was reported that the customer had a difference between sensor glucose and blood glucose levels. Customer's blood glucose level was 242 mg/dl and sensor glucose level was 41 mg/dl. Sensor glucose level and blood glucose difference was not within an acceptable range. Customer stated that sometimes she has bent cannulas. Troubleshooting was performed, but cal factor was not within range for optimal calibration. Customer was advised that the issue was most likely due to the sensor not being situated properly, preventing the sensor form properly tracking changes in glucose. Customer will be shipped a replacement sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.